Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with extreme bradycardia presented in the emergency room. Upon attempted interrogation, the pulse generator could not be interrogated and exhibited output issue. On (B)(6) 2017, the device was explanted and replaced. The patient was in good condition during and post operation.